Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and no hardware parts replaced b01,c19,d14 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the accuracy of the left tracking device was poor. When the calibration kit was photographed and checked, the misalignment was about 0.5 mm and it was within the specifications, but calibration was performed. After the calibration, it was confirmed that there was no displacement in the test imaging. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.